Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Design: the lpi impactor handle has been on the market since 2011. Exactech is aware of (B)(4) other complaints involving a broken lpi impactor handle since 2014. Since this instrument is used to implant tibial trays, the sales data for all tibial trays was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale detailed below. Therefore, this issue does not appear to be design related. Manufacturing: exactech is aware of 3 other complaint reports involving parts from this manufacturing lot and the results from the inspection of one of those 3 devices showed that drawing zones (B)(4) were outside specifications. A review of the device history record showed that the named devices were accepted with conformance to the device requirements; in particular, both a fit and lock check were satisfied. Therefore, this issue does not appear to be manufacturing related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for the lpi instruments, (B)(4) instruments rev b, was reviewed. The risk is captured in lines 18 and 23 of the rmr. Most likely cause: the broken lpi impactor handle was likely the result of deformation from multiple impactions over the course of over 6 years of use. IFU 700-096-181 states: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. Ifus also states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact. An investigation was conducted and concluded that the broken lpi impactor handle was likely the result of deformation from multiple impactions over the course of over 6 years of use.

Event description:
It was reported that during an orthopedic knee surgery the handle spring of the lpi impactor handle has broken. The sales representative was not present at the surgery and reported no device fragments fell into the surgical site. The surgery continued and was completed without additional issues. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.